Event description:
It was reported that foreign material was noted to the device during the procedure. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon deployment, a piece of foreign material was noted via echocardiogram, located on the tip of the wds. At this time, the device as released and the physician attempted aspiration while pulling the sheath out. Origin of the material is unknown and the physician was unsure exactly what the object was. Device remains implanted. No patient complications occurred.